Manufacturer narrative:
(B)(4).

Event description:
A facility representative reported that an incorrect implantable collamer lens was implanted into the patient's eye due to an input error in refraction by the clinic. The clinic entered a positive value instead of a negative vaule in one eye and the patient experienced refractive surprise. If additional information is received, a supplemental medwatch report will be submitted.